Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the ac power adapter on the back of the unit is making a howling sound. There was no report of patient involvement.